Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d6b: explant date is approximated, exact date unknown. Additional suspect medical device component involved in the event: product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30 . Serial: (B)(6). Batch: 20190484. Product family: scs-linear leads: upn: m365sc2316500. Model: sc-2316-50 . Serial: (B)(6). Batch: 18855085.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure years ago due to an infection. The explanted devices will not be returned as they were disposed by the medical facility. The patient has recovered postoperatively. No further information has been able to be obtained.